Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the device was tested twice, there was no cycle at airmix 50 but became normal at airmix 100 and ran normal when switched back to airmix 50. Issues occurred during bench testing of new stock.

Manufacturer narrative:
D4: model number: updated h6: health impact and evaluation codes: updated manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the device in good condition. Functional testing found no fault. Device passed all functional testing. No problem found. The regulator and timing valve assembly 530a1070 will be replaced at mczh service center as a precautionary measure. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).